Event description:
The customer reported that following a diagnostic catheterization procedure on event date, a vasoseal es was deployed. During the deployment of the first collagen plug, the hub suddenly advanced forward all the way to the wings with little resistance. The operator continued and deployed the second collagen plug. The sheath was removed from the tissue tract and the operator noticed that the bottom portion of the sheath was missing. The operator removed the collagen plug at the skin surface of the tissue tract with forceps. Then the bottom portion of the sheath was removed from the tissue tract with forceps and it was noted that the collagen plug which had been deployed first was within the sheath portion. Manual pressure was held. No further complications were reported.